Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ CAPA (B)(4)is in process to directly address customers cutting the battery cable. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
Customer has indicated that the product will not be returned (was discarded by the hospital) to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the pulsavac wire was cut. 2 hours later there was a loud pop and some smoke from the battery pack. The hospital deemed the indecent was a result of cutting the wires. Additional information received on march 9, 2017 confirmed that the event took place after the surgery and prior to the set up for the next case. There was no patient or user harm/adverse event.